Event description:
A report was received that alleged a pt received burns on the right side of the pt's right leg that resulted in several small blisters. The pt was received treatment for the blisters. The blanket used during the procedure was discarded. The hardware is available for eval and will be returned to the manufacturer.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.